Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and unresponsive buttons. The customer's blood glucose value was 165 mg/dl. Customer reported that she inserted new battery but screen showing only the medtronic logo and was reporting frozen display. Customer reported there was no response from any button. Customer reported the time clock does not advance. Customer was not calling back after installing a new battery, monitoring the pump for 2 hours and frozen display recurred. Customer reported the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. Insulin pump's buttons did not begin to work in less than 5 minutes without battery change. Customer is unable to try insulin pump with remote. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. All buttons functioning properly no damage on the keypad assembly. No frozen screen noted.